Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the severely calcified and severely tortuous mid to distal left anterior descending (lad) artery. A 24 x 2.50 promus premier¿ plus stent delivery system (sds) was selected to treat the lesion; however the device was unable to cross the target lesion due to severe tortuosity of the vessel. The physician attempted to cross the lesion several times. When the device was removed from the patient, it was noted that a part of the stent was lifted. The procedure was completed with the implant of a 2.5mmx20mm promus premier stent. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).